Event description:
During patient use, the autopulse platform (sn (B)(4)) displayed fault code 27 (encoder fault (> 3000 rpm)) error message after the lifeband was pulled. Patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed fault code 27 (encoder fault (> 3000 rpm)) error message was confirmed during functional testing and archive data review. The root cause of the noted faults was the defective encoder gearbox, likely due to the aging of the device. The autopulse platform was manufactured in june 2011 and is over 11 years old, well beyond its expected service life of 5 years. Upon visual inspection, no physical damage was observed on the autopulse platform. Archive data review showed occurrence of multiple fault code 27 errors, thus confirming the reported complaint. In addition, unrelated to the reported complaint, multiple ua45 (not at "home" position after power-on/restart) errors. User advisory 45 is a clearable error message; per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Also observed in the archive, the date and time was corrupted and was unable to reset utilizing the ap vision. The root cause was due to a defective processor board, likely attributed to an aging device. The processor board needs to be replaced. The autopulse platform failed preliminary functional testing due to the fault code 27 error message, thus confirming the reported complaint. The root cause of fault code 27 error was due to a defective encoder gearbox. To remedy this error, the encoder gearbox need to be replaced. Last autopulse 1.1 was manufactured in 2009. As of july 2016, zoll announced end of life for the autopulse 1.1. Many important components used in ap1.1 are no longer available further restricting our ability to service. The platform will be returned to the customer without the repair and it will have a label state "not for clinical use." Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Manufacturer narrative:
Corrections made in sections d4 ( catalog # and UDI #) and h10 (qa narrative). The reported complaint of the autopulse platform (sn (B)(6)) displayed fault code 27 (encoder fault (> 3000 rpm)) error message was confirmed during functional testing and archive data review. The root cause of the noted faults was the defective encoder gearbox, likely due to the aging of the device. The autopulse platform was manufactured in june 2011 and is over 11 years old, well beyond its expected service life of 5 years. Upon visual inspection, no physical damage was observed on the autopulse platform. Archive data review showed occurrence of multiple fault code 27 errors, thus confirming the reported complaint. In addition, unrelated to the reported complaint, multiple ua45 (not at "home" position after power-on/restart) errors. User advisory 45 is a clearable error message; per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Also observed in the archive, the date and time was corrupted and was unable to reset utilizing the ap vision, unrelated to the reported complaint. The root cause was due to a defective processor board, likely attributed to an aging device. The processor board needs to be replaced. The autopulse platform failed preliminary functional testing due to the fault code 27 error message, thus confirming the reported complaint. The root cause of fault code 27 error was due to a defective encoder gearbox. To remedy this error, the encoder gearbox need to be replaced. Last autopulse 1.1 was manufactured in 2009. As of july 2016, zoll announced end of life for the autopulse 1.1. Many important components used in ap1.1 are no longer available further restricting our ability to service. The platform will be returned to the customer without the repair and it will have a label state "not for clinical use". Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(6).